Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, the pt received a 1st degree burn at the return pad site. The pad had been placed on the pt's right anterior thigh. It is unk what type of treatment was provided.